Manufacturer narrative:
Siemens customer service engineer (cse) went on site and verified that the optics filter was clean and collar was intact. Cse cleaned read head and platen. Cse noticed air bubbles in rinse line and found the syringe loose so he tightened syringe and primed several times. Cse ran calibrators and controls with no issues. Cse ran patient samples and compared it to clinitek 500 with no issues. System is operational.

Event description:
Customer reported false negative leukocytes results on the analyzer. There was no report of injury due to this event.